Event description:
Approximately one (1) week post-op the pt complained of feeling fatigued. Four (4) weeks later they presented with redness of the shoulder. A second operation was performed and the surgeon removed what he beleived to be the remains of the device. The pt is doing fine at this time.